Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: correct expiration date.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 163674, femoral head, lot # 073880, item # 11-107004, liner, lot # 641940, item # 106024, locking ring, lot # 800910. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-01513, 1825034-2016-01512, 1825034-2016-01514.

Event description:
It was reported that a patient underwent a revision procedure approximately two year post-implantation due to recurrent dislocations. During the procedure, a fractured locking ring and poly liner were noted. The modular head and poly liner were removed and replaced. A competitor acetabular cup was cemented into the previous cup, and a competitor metal liner was also implanted with the competitor poly femoral head to complete the procedure. Records also indicate radiolucency around the acetabular cup. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.